Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the user facility.

Event description:
Additional information was received from the facility stating that the cause of the issue was due to the serial digital interface (sdi) cord.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The user used the scope connector with foreign matter such as dust, dirt, or chemical residue on the electrical contacts of the scope connector. The connection between the light source and the processor had the same defect, or the processor board had failed. It may have occurred in either. If either occurs, scope communication cannot be performed normally, and a scope communication error (b30) will occur. The root cause of the issue could not be conclusively specified. The instructions for use (IFU) provides the following guidelines: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that while preparing the evis exera iii xenon light source for use for a diagnostic procedure, there was a disturbance in the picture with a b30 error code. No patient harm reported.